Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported that they are recharging too often. They explained that their implant battery is dying after 8-10 days, and it used to last ¿a month plus.¿ the patient mentioned that it takes 3-4 hours to charge their implant completely. They indicated that they recently increased their programmed parameters a few months ago. They patient noted that they haven't had any falls, trauma, or change in their activity. However, the patient noted that they did have a knee surgery. The patient was re-directed to follow-up with their healthcare provider to have their device checked. No further complications or patient symptoms were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the neurostimulator (ins) was dying after 8 days. The patient reported that ¿now it¿s getting to be where (ins) shows ¾ charge, but I can¿t feel it at all and my foot hurts so much more.¿ the patient also reported that ¿unless the charger was on my back, I can¿t feel it (stimulation).¿ the patient confirmed no falls or traumas and had not made recent programming adjustments. The patient reported that she changed the ins settings ¿quite a few months ago to see if it would work better,¿ stating the setting was ¿stronger than it used to be.¿ it was reviewed that the current recharging interval can be normal based on the patient¿s current ins settings. No further complications were reported.